Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during the placement of a gamma nail 4, the tip of the distal drill bit broke off in the distal screw. Piece of drill bit removed from the patient. Another ancillary device opened to obtain another drill bit and the distal screw was placed."

Event description:
As reported: "during the placement of a gamma nail 4, the tip of the distal drill bit broke off in the distal screw. Piece of drill bit removed from the patient. Another ancillary device opened to obtain another drill bit and the distal screw was placed."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The returned device was visually inspected, and it was evident that the device was broken at the distal end of the first section of cutting flutes. The other broken fragment was not returned for inspection. We see scratch and usage marks on the device. Microscopic inspection of the broken fragment indicates a brittle fracture, which is evident from the shiny surface, and we can see discoloration on the broken surface. We can also see a fracture line indicating that the device broke with the application of excessive torsional force in the clockwise direction. We also see shear lips at the end. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause can be attributed to the user-related as breakage was caused by application of high torsional force. If any additional information is provided, the investigation will be reassessed.